Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the coronary dilatation catheter trek global instructions for use as a known patient effect with use of a coronary dilatation catheter in native coronary arteries. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed and eccentric lesion in the proximal right coronary artery. A 2.5x12mm trek otw balloon dilatation catheter was being used for pre-dilatation at 12 atmospheres for 6 seconds; however, a dissection occurred. A 2.5x28mm non-abbott stent was deployed at the proximal segment; however, there was continuous contrast expansion in the ascending aorta. A 2.8x16mm rx graftmaster covered stent was deployed at 18 atmospheres and successfully sealed the dissection and extravasation. The patient was hemodynamically stable and asymptomatic. The graftmaster did not cause or contribute to complication. No additional information was provided.